Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: webster quad catheter. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure and suffered cardiac tamponade post procedure. Both right and left ventricle were mapped. Area of interest was septum. Ablation was performed on right side, then left side and along septum. All looked fine till this time. Vt was attempted to be induced without success. Blood pressure was dropped a little. Pericardial effusion was confirmed and drainage was performed to remove about 30 ml fluid. Patient was stable. The physician assessed the cause of this adverse event was that it is a known complication of any ablation procedure and suspected that the rva catheter (quad) may have punctured rva as this was a very thin area and due to patients condition this may have been more fragile. Bwi takes conservative approach to report this event under both ez steer thermocool sf nav catheter and webster 4 pole diagnostic catheter, separately. Ablation was performed at 40 degrees with coolflow settings for sf catheter.